Event description:
Covidien received information stating that during patient use, the ht70 ventilator generated an intermittent alarm with a "replace the device" message which could not be bypassed. The nurse rebooted the device by switching on/off and the device started working without any problems after that. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). One control board freescale assembly was received for evaluation. It was installed into a test ventilator and successfully performed a quick check, calibration and operational verification with no failures or alarms generated. No further investigation is required. The component will be disposed of. The customer reported malfunction was not verified, as it was found to function as intended.

Manufacturer narrative:
No repair information is available. However, the device was replaced. (B)(4).